Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted due to calcification at the annulus extending to the left ventricular outflow tract (lvot). A second transcatheter bioprosthetic valve was implanted, valve in valve, and two balloon aortic valvuloplasties were performed. The pvl improved to mild. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.